Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in germany it was reported that the patient visited the emergency room on (B)(6) 2024 due to an abscess that formed at the infusion site, requiring surgical removal. The patient reported difficulty walking and was prescribed additional oral therapy with levodopa and carbidopa. No further information was available.